Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient previously implanted with 2 cages in a 2 level lumbar fusion on (B)(6) 2021 at l3/l4 and l4/l5. It was reported that the patient had back pain in the week of (B)(6) 2022. Scan showed one of the 2 interbody cages (adaptix cage) migrated posteriorly. The surgeon performed an explant of the migrated interbody cage on (B)(6) 2022. The patient had fallen several times (6 times). According to the surgeon¿s opinion, the fall led to the cage migration. The other cage at l3/l4 was still in place. The surgeon replaced 4 of the 6 screws that were loose due to the patient¿s numerous falls and re-applied the rods with new set caps. The patient was going to be discharged to an assisted living arrangement. There were no further complications reported regarding the event.